Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of battery issues. Customer indicated that they a new battery is in the pump but the pump alarmed off no power twice in less than 24 hours. The customer's blood glucose reading was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, auto off, no del, weak battery, bad battery, low battery, battery out limit, failed battery test alarms or reset/reboot anomaly noted during testing. Unit passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.